Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a yankauer. The customer states the yankauer device broke in multiple pieces, all pieces were retrieved.

Manufacturer narrative:
A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. There were no samples submitted with this complaint therefore the reported condition by the customer could not be confirmed. The complaint shall be reopened if a sample is received. During the investigation a walk through the manufacturing facility was conducted and the reported condition was not found during the manufacturing process in the molding area within the plant or during the shipping process. The current molding process conditions were reviewed and it was confirmed that all manufacturing procedures are being followed properly. Based on the fmea the most likely potential root cause for the reported condition is attributed to degradation within the resin which may have occurred during the molding process. The potential risk of manufacturing molded components with material degradation could affect the mechanical physical properties of the finished molded component. The production personnel were notified of the reported condition. A quality alert was issued to heighten awareness by the operators about the condition. A visual inspection was implemented to establish a 100% inspection process. Based on the potential root cause, it has been decided to change the frequency of the time period of preventive maintenance of the mold from three months to two months to avoid the potential risk of the degradation of the parts. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.